Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The production personnel were notified about the reported issue. A formal corrective and preventative action was opened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/13/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Multiple attempts and requests for additional information have been made. To date, the customer has not been able to provide any additional information regarding the product information or the event description.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a nutriport. The customer reports that it is detached where you connect the extension cord.